Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from (B)(6) 2024 as per new additional information and which is updated section b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a high blood glucose value of 298mg/dl before going to bed. He might have overcorrected with a bolus from the pump and the meter might have read an incorrect blood sugar value. The result was he had a low in the morning of 50mg/dl while at walmart and ended up falling and hitting his head. Paramedics were dispatched for the low and he was taken to the emergency room. This case is for the high blood glucose documentation. Please see case-(B)(4) for the low documentation. Customer declined troubleshooting for the high. Pump was used within 48 hours of the high. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced low and high blood glucose. The customer reported blood glucose values of 50 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with an insulin pump (subcutaneous insulin infusion), emergency medical service/ambulance/emergency room visit. The event involved products mmt-1780kl, mmt-442a, and mmt-342g. Troubleshooting was not performed, and the issue was not resolved. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low and high blood glucose event or not and whether the customer was used the auto mode feature or not. No further patient complications were reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1780kl. No product return is required for mmt-442a. No product return is required for mmt-342g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.